Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with glucose increasing from 80 mg/dl to 327 mg/dl within minutes, while the user¿s pump ran out of insulin and an infusion set change was performed. The user was using a contact detach 6 mm 23 in infusion set and a dexcom g7 sensor, and glucose began trending down after the set change. Symptoms included high blood glucose. Outcomes included no hospitalization and improvement after troubleshooting and education. Investigation included review of user-reported history and troubleshooting. Investigation of this case revealed a likely interruption of insulin delivery associated with an empty reservoir that resolved after the infusion set change and resumption of insulin. It was concluded that the event was consistent with hyperglycemia of unclear cause prior to the set change, with recovery following restoration of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.